Event description:
It was reported that the atrial lead had occasional oversensing. The parameters on the lead were reprogrammed and it remains in use. It was noted that the patient is taking part in the clinical service study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, noise/oversensing was noted on atrial channel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.